Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. There was no physical sample or photos available of the reported defect. Reported defect cannot be verified. There were no nonconformities, failures, or deviations documented in the batch record during the manufacturing of advate with baxject iii lot tata002c which could have contributed to the reported problem. A review of the batch records associated with the manufacturing of lot tata002c was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. A review of the monthly report ((B)(6) 2025) for advate was also performed relative to the subcategory "no diluent transfer". The complaint rate in 2023 was (B)(4) which then increased to (B)(4) in 2024. The current 2025 complaint rate is (B)(4) per sales. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
4950790 - lot # tata002c. 4951058 - lot# tatb052b. Ppd pqc intake team received call on (B)(6) 2025 at 4:12 pm: pharmacist called and stated that advate 500iu bjiii that the transfer did not transfer, occurring today. The caller stated the nurse came to her stating that the advate did not transfer. The pharmacist was able to complete the transfer, and the patient did not miss any doses. The caller mentioned that it was from lot# tata002c exp date 8/24/2026. (B)(6) transferred to medical information for further assistance with a medical question. (B)(6) 2025 - (B)(6) followed up with pharmacist via email, 3rd attempt. See response below. Was there any patient injury or medical intervention needed as of result of this incident? If yes, please explain. The patient was not injured and the only intervention needed was pharmacy personnel becoming involved with the administration process, where we usually only have nursing involvement. Did any patient miss a dose due to these incidents? No, we were able to obtain the dose required at the time of need. Was the product vial allowed to warm up to room temperature before administration? How long was the product allowed to sit without movement before the attempted use? Yes, the product was allowed to rest at room temp for approximately 15-20 mins prior to administration attempt. Was the product vial shaken or agitated before the start of administration? I am unsure about the handling of the product by nursing. When the vial arrived in the pharmacy, it was not shaken or agitated. How much water transferred? None? Some? Upon inspection of the vial as received from nursing, none of the water transferred when activated. Is the sample available for evaluation? If so, please provide the address that we can ship sample return packaging. A picture would be useful as well if possible. The sample is not available for evaluation because pharmacy was able to obtain the entire dose and administer the product. The vial was discarded per protocol after preparation of the patient dose. I'm sorry, we do not have a picture either.